Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1pl65 implanted: (B)(6) 2018 explanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause to the lead break was due to the physician failing to remove the lead. The inability to completely remove the lead was not determined. X-rays post procedure determined the part that was not removed. No additional steps taken to retrieve/resolve the abandoned segment.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1pl65 serial# implanted: (B)(6)2018 explanted: (B)(6)2021 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The reason for call was patient called in to see if they can have a MRI. Patient said they have 2 abandons leads. Patient said there are 2 3.5 pieces of lead. Patient said they are getting mixed answers on if they can have a MRI or not. Patient said both times they had their interstim device replaced the doctor said they couldn't get the lead out so they left it in. Hcp said it would cause more damage to take them out. Patient said the hcp was upset when the patient questioned if they could have an MRI. Troubleshooting reviewed activating MRI mode and MRI mode showed full body eligibility. Agent reviewed MRI mode should be updated to reflect abandoned components. Patient said since they had covid they don't have feeling in their legs. Patient has ms and sarcoidosis. Patient needs an MRI to determine what is causing the issues. Patient said they had an scs device removed because it was infected see case rtg0150715. Troubleshooting was unable to warm transfer to scs as it was after hours. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1pl65, implanted: (B)(6) 2018, explanted: partial (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1pl65, ubd: 06-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had their spinal cord stimulation system and interstim system's removed in order to be eligible to have an MRI. The patient has a spinal nerve injury in their back which is the reason the need the MRI. The patient states they were told a plastic portion of the lead broke off so it was left in the body and patient wondered if this would affect their eligibility. The patient did not know if it was a portion of the spinal cord stimulator lead or the interstim lead. Patient services asked if this occurred during the recent procedure to replace the interstim or when the spinal cord stimulator was removed. The patient was not sure. The spinal cord stimulator was removed about 4 weeks ago and the interest im was removed on (B)(6) 2021 according to registration records. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2021, the patient called back, stating that the healthcare professional (hcp) removed the previous interstim system; however, weren't able to remove a part of the lead. The patient said hcp called it the clip, due to the amount of scar tissue. Patient said that received new system in order to have mris. Patient services redirected patient to discuss further with hcp. Patient to the patient was going to ask hcp to follow up with mdt to discuss the material of the part that wasn't removed.